Manufacturer narrative:
Device was not returned for evaluation.

Event description:
It was reported that the device was used during a gastric bypass, device stapled on the distal part of staple line and proximal part of staple line but not the middle. No patient consequence.